Manufacturer narrative:
On 08-feb-2021, mentor became aware of omitted data in the initial report. Manufacturer¿s reference number: (B)(4), block b1. Type of report: adverse event ¿ checked box. Block b2. Outcome attributed to adverse event: required intervention ¿ checked box.

Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with non-mentor (allergan) breast implants on (B)(6) 2021. This medwatch report is for the right-sided implant. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with 200cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture postoperatively. The patient reported that the right breast is firm, hard, painful, and still sitting high, and capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.